Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported resistance with the guiding catheter could not be tested due to the separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a lesion in the ostial right coronary artery, an unspecified guiding catheter (gc) was positioned, but was difficult to seat at the ostium due to a sharp anatomical angle in that area. A 3.5x15mm nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped per the instructions for use without difficulty. An attempt was then made to advance the nc trek rx bdc, but resistance was felt against the gc due to the sharp anatomical angle and, though no excessive force was applied, the proximal shaft (hypotube) separated. The distal portion of the separated shaft was withdrawn from the gc without resistance. Another 3.5x15mm nc trek rx was used successfully with the same gc to treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.